Event description:
It was reported by the patient that he was told by the clinic that the "device is already failing" and will need to be replaced earlier then expected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Normal depletion - meets 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported by the patient that he was told by the clinic that the "device is already failing" and will need to be replaced earlier then expected. The device remains in use. No patient complications have been reported as a result of this event. It was later reported that the device was removed and replaced.